Manufacturer narrative:
Follow-up # 2 (06/02/2014) device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the complaint was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch vita enhance meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr). The patient test three times a day and manages her diabetes with novomix insulin in the morning (14 units if her blood glucose (bg) result is below 130mg/dl or 16 units if her bg result is above 130mg/dl) and novorapid ¿flexpel¿ (before lunch 4 units regardless of her bg result; 30 units in the evening when bg result is under 200mg/dl or 32 units if bg result is over 200mg/dl). On (B)(6) 2014 (between 11am and 11:30am; before consuming her lunch) the patient reportedly obtained a ¿normal¿ blood glucose reading of ¿128mg/dl¿ with the subject meter. She administered her set dose of insulin (4units), consumed her lunch at 11:45am, and subsequently at 1pm, she felt hypoglycemic. The patient was unable to specify her symptoms at that time. According to the csr¿s documentation, immediately after feeling hypoglycemic, the patient reportedly tested with another device (¿77mg/dl¿) and consumed sugar and food as treatment. The patient felt better an unspecified time later. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly felt hypoglycemic after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/12/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.